Event description:
The physician wanted to program the pump to "off state", because he planned to explant the patient's pump and catheter. The catheter tip was found to be in the deep subcutaneous tissue posterior to the spinous process of l3 with an MRI in 2009. The patient had no symptoms. The final outcome reported by the physician was "no injury". The medication being delivered via the device system was morphine.

Manufacturer narrative:
Catheter.